Event description:
New information received notes that post-paced t wave oversensing is still present. Patient was asmyptomatic. Further programming changes were made. Device remains implanted.

Event description:
New information received notes that post-paced t wave oversensing is still present. Further programming changes were recommended. Device remains implanted.

Event description:
New information received notes that non-sustained rv oversensing due to post-paced t wave oversensing is still being observed on the device. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the oversensing is still present on the ventricular channel. Patient was asymptomatic and presented in clinic during follow up. Programming changes were made. Device remains implanted.